Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: it is reported that during coagulation the plastic front cap broke. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be device came in contact with another hard instrument. Excessive force used when inserting or removing the probe, probe inserted into the obstructed passageway or any forceful impact to the tip of the probe with rigid objects. The probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub.

Event description:
It was reported that during coagulation the plastic front cap broke. The case was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during coagulation the plastic front cap broke. The case was completed successfully.